Manufacturer narrative:
(B)(4). A device history record review could not be performed as no kit or lot number were provided by the customer. Therefore, a review of sales history data could not be performed to obtain a lot number. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. The device history records were not reviewed as no kit or lot number were provided by the customer and therefore, no sales history records could be found from this customer for this product. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without the sample.

Event description:
While attempting to remove an epidural catheter post labor and delivery, the primary rn met resistance during epidural catheter removal. The primary rn states she placed the patient in the same position as was insertion of epidural catheter (humped back, leaning forward on pillow while sitting on edge of bed). A good portion of the catheter easily came out but before the catheter was completely out resistance was met and the rn did not proceed. Another rn came in to attempt to remove the remaining catheter without success. The anesthesiologist was notified who also made an attempt to remove catheter. However during this time the catheter broke off. It is estimated that approximately 4 cm was left inside the patient's body. Flex tip plus epidural catheter kit 19ga, 3.5in, 8.89cm needle length. I do not have the lot number of the device.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
While attempting to remove an epidural catheter post labor and delivery, the primary rn met resistance during epidural catheter removal. The primary rn states she placed the patient in the same position as was insertion of epidural catheter (humped back, leaning forward on pillow while sitting on edge of bed). A good portion of the catheter easily came out but before the catheter was completely out resistance was met and the rn did not proceed. Another rn came in to attempt to remove the remaining catheter without success. The anesthesiologist was notified who also made an attempt to remove catheter. However during this time the catheter broke off. It is estimated that approximately 4 cm was left inside the patient's body. Flex tip plus epidural catheter kit 19ga, 3.5in, 8.89cm needle length. I do not have the lot number of the device.